Event description:
(B)(6) 2019 rv bipolar lead impedance warning 1064 ohms (threshold 1000 ohms) (B)(6) 2020 rv defib impedance 102 ohms (threshold 100 ohms) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).